Manufacturer narrative:
This report relates to one of the two products involved in the event. The report #1640201-2015-00015 relates to the other involved product. ((B)(4)) a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. (B)(4)) one retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.

Event description:
During a vascular surgery performed on (B)(6) 2015 and involving two vascular prosthesis, an excessive bleeding through the graft was observed. A compress impregnated with physiological serum was used to stop the bleeding. The graft remained implanted. No harm occured to the patient.